Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to baseline. The cause for the inability to baseline was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).